Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had shortness of breath and worsening lower extremity swelling. They were admitted on (B)(6) 2022 for volume overload and was started on a lasix (furosemide) drip. The patient's international normalized ration (inr) on admission was 7.3. Repeated testing found inr of 6.4 and 5.0. Warfarin was withheld. The patient had intermittent episodes of epistaxis from 18:00 to 04:00. They lost about 30 ml of blood. Additional information revealed that the patient had a right heart catheterization for speed operational testing. They were discharged home after the bleeding self-resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), rev. C, is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29sep2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that epistaxis was treated with pressure and saline spray.